Event description:
The pt was laying in bed when his hand started "spasming and jumping". He adjusted his settings and then felt a shocking/jolting sensation; all four groups were shocking him in various areas. When he turned the amplitude down he did not receive adequate pain relief. The implantable neurostimulator (ins) was reprogrammed. The pt experienced increased coverage and effectiveness following the reprogramming. It was noted that when the pt came in for the reprogramming, he only mentioned a significant increase in pain and no shocking/jolting sensation.